Event description:
The half of the sponge had been sunken when opening the package [device issue] . Case narrative:this is a spontaneous report from product complaint group. A contactable dentist reported that the half of the sponge had been sunken when opening the package of absorbable gelatin (gelfoam) (lot number: nk521, expiration date 31may2021) on (B)(6) 2019. The device with defect was already collected. The following was the investigation result from the product complaint group: a complaint has been received by pfizer manufacturing site with reasonable suspicion of a malfunction; the associated worst case severity is s3. Hazardous situation: device not suitable for application. Root cause: pfizer manufacturing site quality operations could not determine a probable root cause for the reported complaint related to the manufacturing site production process of the reported batch at the time of this writing. Examination of a returned complaint sample may have aided in identification of a root cause. An included photograph showed envelopes of normal color and acceptable appearance. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer manufacturing site. Corrective action: pfizer manufacturing site quality operations and production have been notified with the details of the reported complaint at this time. No corrective actions were identified as a result of this investigation. A received photograph did not confirm the presence of atypical color. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the reviewof all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer manufacturing site is not required. Follow-up (25jul2019): upon retrospective review, this case was upgraded to a malfunction MDR. Company clinical evaluation comment: the reporting dentist reported a device issue of "the half of the sponge had been sunken when opening the package". No adverse event associated with the device issue was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patients (hazardous situation: device not suitable for application). The company conducted an investigation, and no root cause or corrective actions were identified as a result of this investigation. No further investigations or actions are suggested at this time. No follow-up attempts are needed. No further information is expected., comment: the reporting dentist reported a device issue of "the half of the sponge had been sunken when opening the package". No adverse event associated with the device issue was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patients (hazardous situation: device not suitable for application). The company conducted an investigation, and no root cause or corrective actions were identified as a result of this investigation. No further investigations or actions are suggested at this time.